Event description:
During a procedure, 3 oscillating blades were used on one pt. After the procedure it was noted that one of the blades. Each broken tooth off. This occurred on all three blades. Each broken tooth was retrieved. Only one blade was saved and to be returned to MFR. The other two blades were discarded.